Manufacturer narrative:
The initial reporter placed an expired implant.

Event description:
The clinician reported that almost 1 month after the dental implant was placed in ada site 15 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported the patient's infection and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.